Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previous distributed. A review of the twelve month complaint history for this product family was conducted. Based on this report, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the information provided indicated a lot of resistance was encountered during advancement of the feeding tube. If the feeding tube receive excessive pressure, perhaps in presponse to the resistance encountered, this could have contributed to the reported occurrence. The instructions for use instruct the user to make a 1cm long incision through the skin and subcutaneous tissue. If the incision did not completely penetrate the subcutaneous tissue, this may contribute to the resistance of the feeding tube when exiting the stoma site. If excessive pressure is applied to the feeding tube, perhaps in response to resistance during placement, this could contribute to feeding tube separation. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a gastroscopy procedure with feeding tube placement, the physician used a cook endoscopy percutaneous endoscopic gastrostomy set. What was described as "a lot of resistance" was encountered during advancement of the feeding tube. The feeding tube became lodged in the patient's esophagus, and then the feeding tube separated into two pieces. One portion of the feeding tube was located in the patient's esophagus. Forceps and a snare were used to retrieve this section of the feeding tube from the patient's esophagus. The wire guide was left in place and another feeding tube was placed successfully. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.